Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ran out of sensors and did not monitor blood glucose level thus leading to an elevated blood glucose (bg) level of 699 mg/dl. The customer was subsequently hospitalized and treated with insulin drip. Customer was released from the hospital on (B)(6) 2019. The treatment resolved the issue and the customer was feeling better. Customer was aware bg levels should be monitored with the bg meter when the continuous glucose monitoring (cgm) system was not being used.